Event description:
It was reported that this implantable cardiac resynchronization therapy defibrillator (crt-d) was explanted due to non-specific product performance issue. A new device was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Analysis found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardiac resynchronization therapy defibrillator (crt-d) was explanted due to non-specific product performance issue. A new device was successfully implanted. No additional adverse patient effects were reported.